Event description:
It was observed that during device evaluation, the sphincterotome had white foreign material inside the jet tube. There were no reports of patient harm.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the cause of the foreign material remaining in the device was due to reprocessing not being performed prior to returning to olympus. The suggested event may be detected and prevented by handling device in accordance with the following instructions for use (IFU). IFU states detection methods in cf-h185l/I operation manual ¿chapter 3 preparation and inspection¿. IFU states prevention measures in cf-h185l/I reprocessing manual ¿chapter 5 reprocessing the endoscope¿. Olympus will continue to monitor field performance for this device.